Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via review of the submitted and downloaded log files, and evaluation of the returned modular cable (lot number: unknown) confirmed damages that would have contributed to the events seen in the log files. The event log files from the exchanged controller collectively contained approximately 1 day of relevant information ((B)(6) 2025 per timestamps). At 0:18:09 on (B)(6) 2025, a driveline power fault alarm activated due to an internal fault indicating that there was an interruption in the power a signal. This alarm did not impact operation of the pump. The internal power a faults were observed to intermittently clear and re-activate throughout the remainder of the log file, but the driveline power fault remained active until 12:01:56 on (B)(6) 2025, when it appeared that the modular cable and controller were exchanged. During functional testing of the returned modular cable, the driveline power fault alarm was not able to be reproduced; however, damages consistent with the log file findings were revealed. The modular cable was able to support operation of a mock circulatory loop without issue. However after removing the layers of the modular cable, several areas of wire damages were able to be identified. Most notably, the insulations of the power a and communication b wires were found to be damaged near the controller-side bend relief. The inner conductors of the two wires were exposed; with manipulation of the cable, these conductors could have shorted to one another, which would have caused the observed interruptions in the power a signal. The observed damage was therefore suspected to be the root cause of the driveline power fault alarm. Provided information indicated that the issue resolved after the exchange of the modular cable and controller. The device history records were not able to be reviewed, as the lot number of the exchanged cable was not provided. Heartmate iii instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. The heartmate iii instructions for use (section 8) and the heartmate iii patient handbook (section 6) address how to store, maintain, and care for all equipment, including the modular cable. Damage to the modular cable may result in an interruption of pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to clinic with a driveline power fault alarm. The system controller and modular cable were exchanged. Exchanging the system controller and modular cable resolved the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.